Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 2500 ohms on the left ventricular (lv) lead. Technical services noted impedances have been gradually increasing. It was noted there was no observation of noise and thresholds are good. Technical services recommended to continue to monitor and could consider checking the other vectors. At this time, the device and lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 2500 ohms on the left ventricular (lv) lead. Technical services noted impedances have been gradually increasing. It was noted there was no observation of noise and thresholds are good. Technical services recommended to continue to monitor and could consider checking the other vectors. At this time, the device and lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited left ventricular (lv) loss of capture. At this time, the device and lv lead remains in service. No adverse patient effects were reported.